Event description:
On (B)(6)-2012, a spontaneous report was received from a consumer via (B)(4) regarding a (B)(6) male who was being treated with twinject 0.3mg (epinephrine injection, usp1: 1000). Medical history included severe allergic reactions (bee sting allergy). Concomitant medications were reported as one. On an unspecified date in (B)(6)-2012, the pt started treatment with twinject 0.3mg intramuscularly for an anaphylactic reaction following a bee sting. On an unspecified date in (B)(6)-2012, immediately after the pt attempted to use the twinject, he found that the needle did not fire. He tried a second time, and the device failed again. The pt disassembled the device according to instructions and was able to administer the medication. The events resolved following administration, but the pt was brought to the hosp as a precaution and was discharged after 4 hours. The pt had not needed to use the product prior to this date, and it was noted that the product was always stored in its case between 15 and 30 degrees celsius, and was protected from light. No add'l info was provided. (B)(4). Report source: foreign, consumer.